Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Confirm that the marks (¿¿¿, ¿1¿, ¿2¿, ¿3¿) on the flexibility adjustment ring and the ¿ ¿ mark at the bottom of the grip section are clearly visible. Confirm that the flexibility adjustment ring can be turned smoothly when the insertion tube is straight. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer suspected the foreign material was from the scope storage buffer. There was no delay to starting precleaning and the scope was wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and no leak was found in the bending section. Evaluation did find the following: due to a crack on upward/downward angulation control knob, water tightness is lost, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, the angle wires were stretched, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on bending section cover or distal sheath has a cracked, due to clogging of nozzle, water removal ability does not meet the standard value, upward/downward angulation control knob has a scratch, forceps elevator, lock engagement knob has a scratch, forceps elevator, lock engagement lever has a scratch, image guide fiber protector has a cut, switch1 has a scratch, flexibility adjustment ring has a scratch, indication on flexibility adjustment ring is unclear, light guide has a scratch, plastic distal end cover/probe cover has a scratch, connecting tube has a scratch, objective lens has discoloration protector of universal cord on suction connector side has a scratch, scope cover has a scratch, scope connector case unit has a scratch, right/light angulation control knob has a scratch, switch box has a scratch, scope cover has a scratch, suction connector has a scratch, universal cord has a wrinkle, universal cord has a scratch, grip has a scratch, plastic distal end cover/probe cover has a scratch, control unit has discoloration, indication on flexibility adjustment ring is unclear, and flexibility adjustment ring has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water leakage issues. When the leak was detected, an air bubble came from the bending section. There were no reports of patient harm. The subject device was subsequently evaluated by olympus. The evaluation uncovered foreign material is observed in the hardness adjustment ring. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.